Event description:
First test result= positive. Pcr test sample taken same day after antigen test =negative. Employee is asymptomatic. Bd technical services also notified of error. FDA safety report ID# (B)(4).